Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, after successful needle and suture deployment, the proglide footplate was parked (closed) in order to harvest the suture. The device broke between the guide and the sheath. The sheath and a portion of the guide remained in the anatomy. After initial attempts to retrieve the separated portion, general anesthesia was administered. The puncture site was incised. The broken portion was successfully retrieved. A laparotomy with proximal right iliac control was performed. Surgical suturing was used to achieve hemostasis. Dual antiplatelet therapy (aspirin and plavix) was discontinued on (B)(6) 2018. Laparotomy wound oozing continued post surgery. Hospitalization was prolonged. Seven days, post-procedure, bleeding had subsided; however, the patient suddenly developed a myocardial infarction (mi). During transport to another facility on (B)(6) 2019, for treatment of the mi, the patient expired. The physician assessed the mi and death were due to discontinuing dual antiplatelet therapy post surgery and were not related to the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported guide break was confirmed. The device observations confirmed the reported information that needle deployment was successful. Therefore, it is likely that after deployment, excessive downward force and/or aggressive downward or torsional pressure was applied such that the guide separated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.